Manufacturer narrative:
Additional information: there was no difficulty removing the product from the hoop, or removing the balloon cover and stylet. There were no kinks or damages prior to use. The device was prepped normally with no anomalies noted. The contrast and brand indeflator used were unknown. The contrast to saline ratio was 50:50, and the same indeflator was used successfully with other devices. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction or difficulty experienced as the device was inserted into the patient and advanced to and across the lesion. The catheter was not ever in an acute bend and the catheter did not kink during use. The balloon initially inflated normally before rupture. The balloon catheter was easily removed from the patient intact (in one piece). There was no reported patient injury and the patient is currently well. Complaint conclusion: as reported, a saber pta catheter ruptured at 10 atmospheres (atm) during its initial dilation. It was removed and another balloon was used. There was no reported injury. The intended procedure was a percutaneous transluminal angioplasty (pta) of a lesion located in the superficial femoral artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100% (chronic total occlusion). After the lesion was crossed with a non-cordis guidewire, a saber was delivered and inflated at the lesion. However the proximal side of balloon ruptured at 10 atm during its initial dilatation. Therefore, it was removed from the patient and another new balloon (aviator plus) was used instead. The procedure was finished successfully. There was no difficulty removing the product from the hoop, or removing the balloon cover and stylet. There were no kinks or damages prior to use. The device was prepped normally with no anomalies noted. The contrast and brand indeflator used were unknown. The contrast to saline ratio was 50:50, and the same indeflator was used successfully with other devices. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction or difficulty experienced as the device was inserted into the patient and advanced to and across the lesion. The catheter was not ever in an acute bend and the catheter did not kink during use. The balloon initially inflated normally before rupture. The balloon catheter was easily removed from the patient intact (in one piece). There was no reported patient injury and the patient is currently well. The product was returned for analysis. One non sterile catheter saber 6mm10cm 90 was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. No other damages were noted in the device. A leak test was performed and a burst was noted in the balloon. Sem results showed that the balloon external surface exhibited evidence of scratching near the tear edge. The balloon internal surface exhibited no evidence of damaged. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. Review of lot 16098328 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause could not be determined. Based on the information available for review, vessel characteristics (heavy calcification, chronic total occlusion) may have contributed to the burst as evidenced by abrasion marks noted on the external surface of the balloon during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the costumer could be related to the manufacturing process. Therefore, no corrective action will be taken at this time.

Event description:
As reported by the affiliate, a saber pta catheter ruptured at 10 atm during its initial dilation. It was removed and another balloon was used. There was no reported injury. The patient was a male, but his age was unknown. The intended procedure was a pta of a lesion located in the superficial femoral artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100% (cto). After the lesion was crossed with a non-cordis guidewire, a saber(complaint product) was delivered and inflated at the lesion. However the proximal side of balloon ruptured at 10atm during its initial dilatation. Therefore, it was removed from the patient and another new balloon (aviator plus) was used instead. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis.

Manufacturer narrative:
The device has been received, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant medical products: chevalier floppy guidewire, fmd. (B)(6).